Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the bolus calculator was suggesting incorrect bolus values. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) was not calculating the bolus suggestion correctly. The patient's blood glucose levels rose to 252 mg/dl. The patient stated the pdm normally delivers more insulin at the time with the factor of 130 but it no longer does. With bg levels of 220 mg/dl, the bolus calculator calculates a bolus of 0.2 units.